Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test guardian link communicates properly to the pump noted and the bg readings registered properly in the daily history noted. Pump programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. No unexpected error noted. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2019. The customer's blood glucose was 513 mg/dl. Customer experienced diabetic ketoacidosis. The customer was not getting boluses, stated that she would set the boluses and then got an error, blood glucose not received. The customer was treated in hospital with intravenous fluids, lentic in intravenous and potassium. Customer was in the hospital for 2 days and got released on wednesday afternoon. Customer reported they uses auto mode feature at the time of high blood glucose incident. The insulin pump will not be returned for analysis.